Manufacturer narrative:
Product event summary: a portion of the lead was returned in segments and analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Analysis also indicated that the outer insulation exhibited environmental stress cracking. Concomitant product: 4024-58 lead, implanted: (B)(6) 1992.

Event description:
The right atrial (ra) lead was explanted and replaced as part of a system upgrade. The lead was returned and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.